Event description:
It is reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
Operative noted from the (B)(6) 2010 surgery were provided. The pt's history states he has had multiple revisions. Operative notes state that the pt's abductors were tight after placement of the final devices, so a percutaneous abductor tenotomy was performed. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. The pt's history states he has had multiple revisions. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause cannot be determined. Eval codes: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.